Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported via medwatch (B)(4) that patient underwent craniotomy for cyst fenestration. Upon drilling of skull bone flap, 2cm tip of craniotome broke off outside the surgical field. No further information was provided.

Event description:
It was reported via medwatch 0533020000-2020-8003 that patient underwent craniotomy for cyst fenestration. Upon drilling of skull bone flap, 2cm tip of craniotome broke off outside the surgical field. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned